Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive. The reporter stated that she removed the battery and played around with the pump for about 30 minutes and then eventually she was able to get the buttons to respond. The reporter claimed that the pump suspended without user intervention earlier during the day and during the time the buttons were unresponsive. There was no patient reported impact associated with this complaint. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is fully intact with no peeling or damage observed; however, the audio bolus button was noted to be torn. The up arrow and contrast keypad buttons respond intermittently when pressed and require excessive force to evoke a response. All other keypad buttons have normal spring back or click. There was no hyperactivity of the keypad buttons. The keypad was removed to investigate revealing contamination under the key contacts. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no self suspending activity noted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.